Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, during a transcatheter aortic valve replacement case with a 26mm sapien 3 valve, once the valve crossed the aortic valve, it was noted that the valve was not completely aligned on the balloon, but the decision was made to deploy. Once rapid pacing was initiated, the valve dove slightly into the ventricle. As the physician was deploying the valve, the valve embolized into the ventricle. The decision was made to open the patient, retrieve the sapien 3 valve, and implant a surgical valve.

Manufacturer narrative:
The device was not returned for evaluation. The complaint for valve embolization into ventricle was unable to be confirmed as no relevant imagery/medical record was provided for evaluation. There was no allegation or indication a device malfunction contributed to this adverse event. A review of IFU /training materials revealed no deficiencies. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. As reported, "during a transcatheter aortic valve replacement case with a 26mm sapien 3 valve, once the valve crossed the aortic valve, it was noted that the valve was not completely aligned on the balloon, but the decision was made to deploy. Once rapid pacing was initiated, the valve dove slightly into the ventricle. As the physician was deploying the valve, the valve embolized into the ventricle." Per training manual, "use the fine adjustment wheel to position the valve between the valve alignment markers. This will prevent proper valve deployment." In this case, the valve was not aligned on the delivery system balloon, but it was decided to still deploy the valve. It likely resulted in improper valve deployment and/or system movement during deployment, leading to valve embolization in the ventricle as reported. As such, available information suggests that procedural factors (improper valve alignment) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.